Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through testing with a known good battery without duplicating the customer's report. An internal inspection found no discrepancies or damage to the battery well. The log review confirmed that on (B)(6) 2025, multiple warm starts occurred with short power-off intervals (approx. 5/6 seconds) while operating on battery power only. This pattern indicates possible intermittent battery contact in the battery well the battery was not returned as part of the investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device has not been returned to zoll for evaluation.